Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was programmed with a 2 unit per hour basal rate and monitored for a day; removed and replaced the battery several times and no e21 alarm, loss of time/date, or loss of programmed settings noted. No obvious smell of burnt components and no visual indication of burned or heat damage noted during our visual inspection of the electronics assembly. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving an unexpected restart alarm after every battery change. Customer reported that all settings were lost and that reservoir compartment smelled burnt. Customer reported that battery was not out of insulin pump for an extended period of time. Customer's blood glucose was 190 mg/dl. Customer was advised that insulin pump would need to be replaced.